Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a "low" blood glucose (bg) level. A specific bg value was not provided. Reportedly, the customer delivered a manual injection in addition to pump therapy. Customer calculated the incorrect amount to be delivered and delivered a larger amount than needed. Multiple attempts were made to follow up with the customer, however, a response was not received.